Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh removal and revision surgeries on (B)(6) 2015 and on (B)(6) 2015. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent mesh removal and revision surgeries on 1/23/2015 and on 11/10/2015. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-18112021-0001082519 submitted for adverse event which occurred on (B)(6) 2015. Mwr-18112021-0001082521 submitted for adverse event which occurred on (B)(6) 2015.